Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the decedent experienced a myocardial infarction, cardiopulmonary arrest and subsequently expired due to the use of the product for dialysis treatment.